Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation it was reported that a turbo-ject double lumen minocycline/rifampin over-the-wire power-injectable PICC (upicds-4.0-CT-nt-abrm-1111) was pulled out of the patient more than two centimeters. The device was removed fully and replaced one day after placement. The patient was an independently ambulatory toddler. It is unclear exactly how the device was secured to the patient, but it is believed the device was dressed per standard. Cook became aware of this event on 19may2020 upon being notified by primary children's medical ctr. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record, instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned so a physical examination could not be performed and relevant dimensions could not be measured against specification. A document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the risks associated with these devices are acceptable when weighed against the benefits. The user facility did not provide a lot number for the complaint device. Review of the sales records to the user facility over three years prior to the date of event found five potential lot numbers. No nonconformances were found for any of these lots. A database search found one additional complaint from one of these potential lots concerning a separate failure mode. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: precautions ¿ patient movement can cause catheter tip displacement. Catheters placed via an antecubital vein have shown tip movement of up to 10cm with motion of the extremity. Based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause for failure was not traced to the device. It was reported that the patient was an ambulatory toddler and that the device was displaced one day after placement. It is possible that the patient inadvertently caused the displacement of the device with movement, but this cannot be definitively confirmed without more information. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Additional information: section c. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: d10, e4, h3. E4: the customer has not confirmed they reported this event to the FDA, therefore a correction is being sent to amend the previous information reported. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Device name: turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a turbo-ject double lumen minocycline/rifampin over-the-wire power-injectable PICC "pulled out" from the patient more than 2 centimeters. The device was implanted on (B)(6) 2020 to serve as a replacement for a previously implanted device and was secured to the patient using dressing, but was removed and replaced in an over-the-wire procedure by the user facility's interventional radiology team the next day after the issue was noticed. As a result, the patient required post-procedural monitoring, as well as additional sedation using ketamine and versed. The patient's mother was present "nearly all of the time and was consistently vigilant and attentive". It was also reported that during implantation, an initial line had gone into a collateral vessel. When a second over-the-wire replacement was attempted, the user experienced difficulties in advancing the wire. The nurse pulled the wire back and was able to thread the line successfully. Other events associated with this patient are reported under patient identifier (B)(4).